Event description:
It was reported that the subject device screen gets black. The issue occurred during ureteroscopy procedure which was completed with another back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 (date returned to mfg), g1 (contact office email), h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: bent video connector pin. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bent of video connector pin screen turned black intermittently when the scope is jiggled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.